Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking powerloc device is inconclusive due to the state of the returned sample. One photograph of a powerloc was returned for evaluation. An initial visual observation of the photograph showed the device in a clear plastic pouch with the safety mechanism activated and a clamp engaged. No details of a split in the tubing could be discerned from the photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Event description:
It was reported that a port powerloc needle was cracked. The patient noticed the set leaking and then the rn observed the small crack in the clear tubing. The port needle was removed and a new needle inserted. There was no patient injury and this did not cause a clinically significant delay in treatment.